Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported the customer experienced a blood glucose (bg) level of over 300 mg/dl; cause was unknown. Customer performed a supply change to address bg. Customer required assistance from spouse to change cartridge. Recommendation was made to consult with a healthcare provider regarding diabetes management. Additionally, it was reported that intermittent out of range issues occurred between the transmitter and pump. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.